Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: e1 (event site city, event site address, event site telephone), h6 (component codes). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they saw the issue, and testing showed abnormal data. As a result the drive manifold was replaced in order to fix the issue. Device passed the performance and safety checks according to factory specifications. The failure analysis and testing dept. Received part drive manifold with a reported unit failure of valve leakage, automatic inflation failure. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part drive manifold into the cs300 test fixture and tested the drive manifold to factory specifications per the procedure. The fat dept. Performed the k6, k6a, k7, k8 leak test. All tests met factory specifications; results were test #1 0mmhg factory specification 45 mmhg. Test #2 1, factory specification 65 mmhg. Test #3 1mmhg, factory specification 20mmhg. The fat dept. Booted the unit into clinical mode to perform an autofill. Autofilling was successful numerous times, with no problem found. The fat dept. Could not replicate the complaint of not autofilling and a valve leak in the drive manifold. The drive manifold passed testing. Retaining the drive manifold in the fat dept. Per procedure.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation e1(event site name): (B)(6). Due to character limitation e1(event site phone): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cs100 intra-aortic balloon pump (iabp) had an "auto = inflation failure" alarm during post-power-on testing. There was no patient involved.